Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. The customer reported the low glucose alarm only triggered once, and failed to alarm the second time when he received another reading lower than the set limit of 70 mg/dl. As a result, the customer experienced symptoms described as ¿seizure - mild loss of muscle control¿ and was unable to self-treat. The customer¿s wife injected him with glucagon as treatment. Please note that the freestyle libre 2 sensor will only trigger alarm on first low or high reading. There was no report of death or permanent injury associated with this event.